Event description:
Customer states she is receiving an alarm during priming. Customer's blood glucose is 130 mg/dl. Customer was requesting insulin pump to be replaced. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window through reservoir tube, cracked on battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.